Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the defibrillator failed to discharge. The clinician reported they pressed the charge button and unit charged up to the desired energy; charge tones became audible, but the shock button did not illuminate. The clinician pressed the shock button, but unit did not shock and prompted "shock not advised". The clinician indicated that the analyze button was not pressed. Complainant indicated that the patient subsequently expired.